Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, and not using antibiotics pre-operatively have been ruled out as potential causes. Other potential causes of the reported issue are patient noncompliance (touching or picking the wound), implanting a non-sterile device, inadequate fixation, severe force applied to the implant, excessive twisting or stretching and off-label use. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported a wound at the incision site. The patient was seen by a nurse practitioner who asked them to use a bandage and neosporin and watch for signs of infection. Additionally, the patient was seen by the physician and the end of the lead was visible from the incision. Antibiotics were prescribed and the physician reported that the incision was closing up well after covering with dressing and topical ointment.

Event description:
The patient reported a wound at the incision site. The patient was seen by a nurse practitioner who asked them to use bandaid and neosporin and watch for sings of infection. Additionally, the patient was seen by the physician and the end of the lead was visible from the incision. Antibiotics were prescribed and the physician reported that the incision was closing up well after covering with dressing and topical ointment.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, and not using antibiotics pre-operatively have been ruled out as potential causes. Other potential causes of erosion are patient noncompliance (touching or picking the wound), implanting a non-sterile device, inadequate fixation, severe force applied to the implant, excessive twisting or stretching and off-label use. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found.